Manufacturer narrative:
Device available for evaluation: unknown. Occupation: charge tech. PMA/510(k) #: preamendment (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane cope nephroureterectomy stent was placed in the patient for nephroureteric drainage. After an few days, the device was found to be leaking at the connection between the catheter and the hub. The patient returned to the facility and the drain was exchanged. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation - evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. A review of the device history record revealed three relevant nonconformances for lot 8900586, in which two devices were scrapped for an incorrect pattern of sideports, one device was scrapped for misplaced sideports and one device was scrapped for the loops not being in the same plane. Nonconformances were also reported for catheter tubing subassembly lot sa8777894, as six devices were scrapped for rough coating, thirty devices were scrapped for foreign matter and one device was reworked due to the work order not being keyed out for the first lot. In a second catheter tubing subassembly lot sa8765905, fifteen devices were scrapped for coating defects and nineteen devices were scrapped for foreign matter. It should be noted that there was one other complaint reported for lot 8900586 and was reported for the same customer with the same failure mode. The instructions for use (IFU) advise the user to inspect the device prior to use to ensure that no damage has occurred. Based on the information provided, no returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Date of event: unknown. Updated information was received on 14nov2018 which clarified the event details and patient demographics. It was reported an ultrathane cope nephroureterostomy stent was placed in the patient's kidney for nephroureteric drainage. After two weeks, the device was found to be leaking at the hub. The patient returned to the facility and the drain was exchanged. No other adverse effects were reported for this incident. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.